Manufacturer narrative:
(B)(4).

Event description:
The laboratory staff obtained questionable results for one patient sample using the iga-2 tina-quant iga gen.2 (iga) reagent on a cobas 8000 c 502 module (c502). The client had already centrifuged the sample when the laboratory received it. On (B)(6) 2017, the initial iga result was 838 mg/dl with a data flag. The sample was diluted and run with a result of 1236 mg/dl. The results were reported outside of the laboratory. On (B)(6) 2017, the client questioned the results because they were not similar to the patient's previous results. The sample was repeated on another c502 with results of 572 mg/dl and 580 mg/dl. These results were in line with the patient's previous results and deemed correct. The customer did not know if the patient was adversely affected. The iga lot number is 19643501 with an expiration date of 08/31/2018. Calibration and qc were acceptable prior to the event. The field service representative inspected the analyzer and found that the gear pump pressure was low by 20 psi. He adjusted the gear pump pressure and rinse level. Afterward, calibration and qc were acceptable.